Event description:
During thyroidectomy surgeon noted that while using lighted retractor during the procedure, the retractor was getting hot to the touch. Staff turned down the intensity of light source. After the procedure was finished a reddened streak was noted on the patient's skin. Staff sequestered the light source and equipment and the retractor was noted to have a crack in it. The patient did not need further treatment and did not sustain significant harm. Device was not cracked at beginning of case. Manufacturer response for lighted retractor, eigr waveguide, narrow/flat (per site reporter): they wish to analyze the device.